Event description:
It was reported that intermittent ongoing occlusion alarms was reported the customer confirmed that the issue did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin delivery.